Event description:
A report was received that the patient was having difficulty communicating with the ipg using the remote control. The patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was having difficulty communicating with the ipg using the remote control. The patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed photographic imaging tests performed. The complaint of the inability to communicate with the ipg could not be verified. Device was received in the cis lab with a puncture and a lot of scratches on the titanium case. This kind of damage is typically caused during the explant procedure using surgical tools. Device communication could not be established even after multiple attempts to charge the ipg battery. Device was cut open and internal visual inspection found corrosion and the presence of moisture inside the ipg circuitry. Review of the device history record revealed no anomalies. No further troubleshooting can be performed due to the severe damage to the ipg. It was reported that the ipg is still functional even after the patient's gall bladder surgery. The damage to the ipg case most likely occurred during the explant procedure.